Manufacturer narrative:
It was later reported that a revision procedure was performed to reposition the lead. The physician believed lead dislodgement occurred because of a loose suture on the suture sleeve. The device and lead remain in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, intermittent pacing failure was observed on the hospital monitor. A device check was performed and the lead measurements were within normal range. However, it was noted the pacing impedance and r-wave measurements had decreased since implant; the pacing threshold measurements had increased slightly. Pacing failure was not reproduced during deep breathing and while the patient was in the sitting position. It was reported the patient had an intrinsic rhythm and did not experience any symptoms related to the pacing failure. An x-ray was performed and the right ventricular (rv) lead did not appear to have moved. As the issue could not be reproduced and the patient had no symptoms, the patient was monitored for several more days.